Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, device interrogation revealed that the atrial lead was oversensing noise that caused inappropriate mode switch. During procedure, the physician did not see lead damage and left the lead implanted. The patient was stable and would be monitored.